Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two serial numbers were reported for this event ((B)(4)), but it wasn¿t specified whether patient¿s left implant or right implant ruptured. If mentor receives clarification on which side ruptured, a supplemental report will be submitted.

Manufacturer narrative:
On 01/20/2020, mentor received additional information about the event. The patient¿s date of birth is (B)(6) 1969. Manufacturer¿s reference number: (B)(4).